Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the physician had placement difficulty of the lead as it came out of the cs (coronary sinus) and then the physician was unable to get it back into the cs. The lead was removed and will be replaced in the future. No patient complications have been reported as a result of this event.